Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided images identified nicks or gouges on the articular surface. Medical records were not provided, and thus the reported event cannot be confirmed. Review of the device history records did not identify any deviations or anomalies during manufacturing. A definitive root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2019-04341. Concomitant medical product: unknown persona tibial tray. Report source: (B)(6). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that an articular surface was inserted and removed twice. The surgeon was not satisfied with the locking mechanism and on the third attempt another articular surface was requested. There is no additional information at this time.